Manufacturer narrative:
The reported event is confirmed cause unknown as they changed the pads and flow rate issue is solved. Sample was not available for evaluation. Pfmea ra7600780, revision 22, was reviewed for this investigation. The reported event is addressed in step/item #24 with potential failure mode is "low flow / restricted due to overheating of materials during lamination process, water flow path compromised". Based on this review the risk is within the expected range. Baw7667064, rev 0 was reviewed for this investigation. The labeling is found to be adequate. The baw is attached to the investigation overview element. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d UDI format updated with available product infor.mation per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while using a neonatal cooling pad, the flow rate dropped to 0.5 liters in an arctic sun device. A low water temperature control alarm (113) occurred. It was confirmed that air had entered the pad connector. When a different pad was used, it worked without any problems, so it was determined that this was due to an initial defect in the pad. Per follow up information received via task on 12may2025, patient status was unknown. No impact to the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while using a neonatal cooling pad, the flow rate dropped to 0.5 liters in an arctic sun device. A low water temperature control alarm (113) occurred. It was confirmed that air had entered the pad connector. When a different pad was used, it worked without any problems, so it was determined that this was due to an initial defect in the pad.